Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve popped out of its targeted position during deployment. It was reported that the valve was implanted in a location other than the annulus. A second valve of the same model and size was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, it was reported that this valve remained on its delivery catheter system during the attempted implant, and was removed from the patient without incident or adverse patient effects.

Manufacturer narrative:
Additional information has been requested. The product remains implanted and therefore has not been returned to medtronic. (B)(4).